Event description:
On (B)(6) 2013 at the (B)(6), it was reported through the msupport system complaint number (B)(4) that the motor control board and control board on the tpm 20-330 twin roller pump module serial number (B)(4) were defective after the unit was upgraded to software version 2.5. The ssu reported that the unit displayed an a/d converter (+5v error). (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by a ssu technician and the motor control board and control board were found to be defective and were replaced (B)(4).